Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcated stent graft was intended to be implanted in conjunction with a parallel graft to preserve perfusion to the renal arteries during the endovascular treatment of a 58mm abdominal aortic aneurysm. It was noted that a spring coil had been sutured onto the stent as markers. It was reported that during the procedure, the endurant ii bifurcated stent graft failed to deploy. After the stent was positioned, the handle was rotated, but the stent did not deploy. Deployment also failed when the trigger of the delivery system was activated. The deployment steps were followed according to the instructions for use (IFU). No damage was observed to the device packaging or the delivery system upon removal from its packaging. Per the physician, the cause of the deployment difficulties could not be determined and noted that there was no tortuosity, thrombus, or calcification that could have contributed to the event. The device was replaced, and a new stent graft was successfully deployed during the same procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the reported deployment issue and positioning difficulty could not be fully assessed due to the limited images available; therefore, the cause of the event could not be determined. Procedural angiograms showing the deployment and positioning of the device were not available for a thorough assessment of the reported events. It is possible that vessel tortuosity may have contributed to the positioning difficulty, but this could not be confirmed. While the deployment issue could not be fully assessed, it is possible that the fenestration, representing an off-label use of the device, may have been a contributing factor. Introducing additional components, making modifications, or reloading the device may compromise the delivery system, as well as the device's integrity and performance, making proper function or successful deployment uncertain. Additional information; it was confirmed that there was resistance noted when passing the device and that the trigger button was able to be pressed. It was noted that 2 stents were deployed before no more were able to be deployed. Deployment was also attempted by rotating the slider and resistance encountered during this step. The partially deployed stent graft was removed from the patient via a sheath. It was confirmed that the stent graft was deployed by two stents on the operating table prior to use and a spring coil was sutured onto it. The physician was noted as having average experience with use of the endurant stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.